Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to something unrelated to diabetes but while she was there she went into diabetic ketoacidosis with a high blood glucose level of 483 mg/dl or 583 mg/dl. The customer was hospitalized because she broke her femur. The customer was treated insulin drip at the hospital. The customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.